Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the ensite x case study was returned. The reported "slip" of the catheter during ablation was confirmed. Rf session 7 appeared to show the movement of the catheter (out of model) into the coronary artery as described in the event description. Possible causes of thrombus were consistent with a possible dissection near the location of the coronary artery due to the reported slippage of the catheter during ablation. Additionally, multiple high power, long duration ablation events near the coronary artery may have contributed to subsequent thrombus formation. Per the tactiflex ablation catheter sensor enabled instructions for use, the combination of intracoronary placement of the ablation catheter and rf energy application has been associated with myocardial infarction and death. Additionally, rf delivery durations were recorded during exceeded the recommended values in IFU; however, due to unknown procedural conditions we are unable to conclusively determine the exact cause of the reported thrombus and patient death. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
A couple hours after an atrial tachycardia procedure, during patient transport to the ICU, a thrombus in the coronary artery occurred, and the patient expired. During the procedure, the tactiflex se catheter slipped into the left coronary artery while rf energy was being delivered just above the left coronary cusp. There were no noted consequences as this was immediately noticed and rf energy was stopped. The physician did not say this event was related to the performance of the ablation catheter. The procedure was completed, and the atrial tachycardia was eliminated, but the patient expired shortly after in transport to ICU.